Event description:
It was reported with the use of the unspecified bd insyte¿ autoguard¿ catheter there was an issue with sterile breach.

Manufacturer narrative:
H.6. Investigation summary: 6154521: the lot number was built on afa line 8, from 7jun16 through 12jun16 for the amount of 261,210ea. Packaged on pkg line 9 from 12jun16 through 13jun16. All challenge samples, set-up and in process testing were performed and all passed per specifications. No quality notifications were initiated during production. 6243756: the lot number was built on afa line 8, from 3sep16 through 10sep16 for the amount of 444,810ea. Packaged on pkg line 11 from 7sep16 through 11sep16. All challenge samples, set-up and in process testing were performed and all passed per specifications. No quality notifications were initiated during production. 7121757: the lot number was built on afa line 8, from 4may17 through 8may17 for the amount of 262,010ea. Packaged on pkg line 11 from 7may17 through 8may17. All challenge samples, set-up and in process testing were performed and all passed per specifications. No quality notifications were initiated during production. One non-related td was in place during production (2017-37 pm schedule change). Received a total of 3 iag units one unit from each of the lot (6154521, 6243756 and 7121757) all components within were present and intact. All units received were partially open at both ends the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Conclusion(s): supplier ¿ defective material bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with sterile breach.

Manufacturer narrative:
The following fields have been updated due to additional information: it was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with sterile breach. Medical device brand name: bd insyte autoguard shielded IV catheter. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6154521, medical device expiration date: 2019-05-31, device manufacture date: 2016-06-02. Medical device lot #: 6243756, medical device expiration date: 2019-08-31, device manufacture date: 2016-09-02. Medical device lot #: 7121757, medical device expiration date: 2020-04-30, device manufacture date: 2017-05-03. PMA/510(k)#: k952861.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd insyte¿ autoguard¿ catheter there was an issue with sterile breach.